Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced "festering" and redness at the stoma site. Bacterial swab was collected and tested positive for unknown organism(s). The patient is being treated with unknown oral antibiotic(s). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a.

Event description:
It was later reported that the last placement date of percutaneous endoscopic gastrostomy (peg) tube was on (B)(6) 2023.